Event description:
My husband received invisalign treatment from (B)(6). He began wearing invisalign aligners in (B)(6) 2012 for orthodontic purposes and wore them consistently for approximately 20 to 22 hours a day as instructed. Approximately 1.5 years into the treatment, he began experiencing unusual fatigue, swollen lymph nodes, and night sweats. After medical evaluations and tests, he was diagnosed with [type of cancer, e.g., non-hodgkin's lymphoma] in (B)(6) 2013. Prior to invisalign treatment, he was in overall good health with no history of cancer or chronic illness. We are deeply concerned about the possibility that prolonged exposure to the plastic material used in the invisalign trays may have contributed to or triggered the development of his cancer. We were never informed of any potential systemic health risks, long-term chemical exposure concerns, or carcinogenic testing related to the aligners. No material safety information or documentation (e.g., msds) was provided before or during treatment. Following the cancer diagnosis, we researched publicly available information and found other anecdotal reports of adverse reactions, including serious health concerns, associated with invisalign aligners. While no official link to cancer has been established, we believe this case warrants further investigation. We are submitting this report to ensure that this incident is formally documented and to request a full review of the chemical composition, safety testing protocols, and long-term health risks associated with these aligners. If necessary, we can provide medical documentation and details of the diagnosis and treatment timeline. We would appreciate follow-up if additional information is needed. Our goal is to raise awareness of this potential issue and prevent harm to others. Thank you. (B)(6).